Manufacturer narrative:
Investigation: during manufacturing of material 221239, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0289988 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and three other complaints have been taken on this batch for contamination. Retention samples from batch 0289988 were not available for inspection. Two photos were received in lieu of returns for investigation. One photo shows the bottom of a plate from batch 0289988 (time stamp 1450) with microbial growth visible in the plate. The other photo shows the surface of a medium red agar plate with a bacterial colony growing. Bd will continue to trend complaints for contamination. This compliant has been confirmed by the photo provided. Due to the low defect rate reported for this batch, no actions are indicated at this time. Bd continues to actively monitor defects for all products and identify opportunities for quality improvements.

Event description:
It was reported that prior to use with bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) plates were discovered to be contaminated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) plates were discovered to be contaminated.